Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling pain and experienced bothersome feelings from their implant, because the cardiac resynchronization therapy defibrillator (crt-d) was not anchored down. The patient feels a pretty good size lump that rolls to the left when they lay on the left side. The device remains in use. The patient also stated that one of the leads came loose and the patient will have a procedure in the near future. The lead remains in use. No further patient complications have been reported as a result of this event.